Manufacturer narrative:
Concomitant medical products: product ID 39565-30 lot# serial# (B)(4) implanted: (B)(6) 2008 product type lead. Other relevant device(s) are: product ID: 39565-30, serial/lot #: (B)(4), ubd: 07-mar-2012, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Caller in operating room (or) so not all sr info gathered. Caller stated that the pt's ins was in the abdomen at some point and then the ins was replaced with an competitor manufacturers ins. The caller is in or today where they are trying to replace the competitors ins with intellis and caller states they cannot get the paddle lead to go into the intellis ins, the lead will not 'push in'. Caller states the extensions have been removed and they are trying to go lead direct into ins. Technical services (tss) reviewed the lead should plug directly into ins, reviewed possible lead compromised by competitors' ins, reviewed trying to grasp and 'twist' the lead into the ins. Additional information was received from a rep on 2023-feb-14. The rep reported the serial number of the ins involved in the event. The cause of the issue is unknown, but could potentially be due to being compromised during use with a different manufacturer's stimulator. Actions taken are the ins was plugged and retained in the pocket, and patient will be referred to neurosurgery for paddle lead revision/replacement. The issue is considered resolved, and weight was unknown.